Event description:
It was reported that withdrawal difficulty and stent damage occurred. The target lesion was located in the severely tortuous and severely calcified right coronary artery. After predilation using an unspecified balloon catheter, a 3.00x24mm promus element ¿ stent was advanced but was unable to cross to the lesion. It was then noticed that the tip of the stent was deformed. The device was removed and the procedure was completed with a 2.75x28mm promus element ¿ stent. No patient complications were noted and patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: a visual examination of the crimped stent found no issues with the profile with no signs of overlapping or raised stent struts. The stent od was 0.042¿ and the measured stent protector ID was 0.0485¿. Therefore it can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. The bumper tip of the device showed signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the length of the hypotube shaft. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that withdrawal difficulty and stent damage occurred. The target lesion was located in the severely tortuous and severely calcified right coronary artery. After predilation using an unspecified balloon catheter, a 3.00x24mm promus element ¿ stent was advanced but was unable to cross to the lesion. It was then noticed that the tip of the stent was deformed. The device was removed and the procedure was completed with a 2.75x28mm promus element ¿ stent. No patient complications were noted and patient's status was stable.